Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that surgeon implanted a 12.6mm vticm5_12.6; -8.50/3.0/085 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The surgeon notes the lens was implanted upside down; intraoperatively the lens was removed and replaced with a same length lens and the problem was resolved. The cause of the event was reported as a patient related factor and "other"; and noted "the evo lens is more flimsy and easy to put in wrong if the patient moves; hard to control".